Event description:
Customer reported that when using the bcl bnp kit the control was out of range low for l1-3 using bio-rad controls. Customer stated a notable difference in l2.

Manufacturer narrative:
The issue is being address under (B)(4). Investigation pending.